Event description:
The research abstract titled ¿¿long term predictors of morbidity and mortality in patients following lvad replacement,¿ was published to understand which risk factors best predicted death or the need for an lvad replacement. This retrospective study evaluated a total of 152 patients who were implanted with an lvad (heartmate (hm) 3, hm2 or heartware ventricular assist device (hvad)) between 2006 and 2020. The primary endpoint in this study was defined as death or the need for an additional lvad replacement or replacement-free survival. Of the 152 patients that were studied, 101 patients experienced the primary endpoint with 85 deaths and 16 patients receiving a replacement lvad. 13 out of the 16 patients who received a replacement, died during the study period. The median age of patients who received a second lvad was 59. Patients who died or underwent an additional replacement had a mean age of 61 vs. A mean age of 57 for those that didn¿t experience the primary end point. Related MFR # 2916596-2024-01907.

Manufacturer narrative:
Author citation: jimenez contreras f, et al. Long-term predictors of morbidity and mortality in patients following lvad replacement. Artificial organs, 48(2), 157¿165. B3: event date estimated. E1: the patients were implanted at (B)(6). Manufacturer's investigation conclusion: a direct correlation between the left ventricular assist device (lvad) devices and the reported expirations could not be conclusively determined through this evaluation. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this IFU lists potential adverse events, including death, that may be associated with the use of the hm3 lvas. The serial numbers or other identifying information of the products were not reported and were not able to be determined during the investigation. No further information was provided. The manufacturer is closing the file on this event.